Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the permanent cautery hook instrument was received and failure analysis found the instrument to have a broken proximal clevis at the ears of the clevis. The broken piece was not returned. The clevis did not show abrasions or scratches on the outer surface.

Manufacturer narrative:
The permanent cautery hook instrument has not been received for failure analysis evaluation. A review of an image provided by the customer shows a broken proximal clevis with one side of the proximal clevis broken completely off (detached fragment).

Event description:
It was reported that during a da vinci-assisted lobe resection procedure, the small black connection point holding the hook on the permanent cautery hook (pch) instrument broke. The issue occurred while the surgeon was performing dissection. It is unclear if any fragments fell inside the patient. The fragments were removed using a non-invasive plier. The customer did not notice any issues with cautery of the instrument during the case which was completed robotically with a backup instrument. According to the customer, the fragments cannot be returned since they were too small and have been lost. Patient demographic information cannot be provided.